Event description:
The pt presented for cardiac catheterization. Attempting to gain access for angiography procedure in rfg with stiff micropuncture set. The femoral artery was previously stented and calcified. The introducer was removed but a portion of the wire remained. Several attempts to remove the fractured wire were made. A vascular surgeon was called, but the cut down was unsuccessful. The pt was taken to operating room for successful removal. Pt is doing okay.

Manufacturer narrative:
Catalog #: mpis-501-10.0-nt-sst. No product was returned to assist in this investigation. This device is inspected 100% for bends, adequate joint strength and other surface imperfections prior to transport. In addition, each wire guide in the set comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Nevertheless, the appropriate personnel have been notified. It is possible that the wire guide caught on another device with attempting to withdraw. We will continue to monitor for similar events.